Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted. It was reported the patient was not receiving therapy to his foot due to the leads migrating. Surgical intervention was undertaken and both leads were explanted and replaced. Postoperatively, the patient reported experiencing effective therapy.